Event description:
The customer reported a failure to alarm on their philips intellivue information center (piic). The patient removed an arterial line and the piic did not alarm for pressure disconnect. No injury or medical intervention was reported.